Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during continuous suturing technique in closing the stapler entry on a laparoscopic gastrectomy, the suture thread broke.